Event description:
Faulty safety device on IV needle. Employee needlestick. Autoguard winged defect. Rn started IV with safety IV, needle did not retract when safety mechanism activated, staff member stuck with needle.